Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wash did not work (would not dispense saline for washing the scope). A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and blood were observed. A visual inspection was conducted. There were no no-conformance observed to the cannula or insufflation tube. Both tubes were attached to the cannula. Both tubes showed clinical signs of use. The scope wash system was evaluated by passing a syringe full of tap water through the scope wash delivery tube. The water exited through the cannula. The flow was proper and no infusion was observed. The c-ring assembly was examined for blockages and breaks in the tubing. No blockage or breaks were observed. Based on the condition of the device, the reported complaint was not confirmed for "mechanical issue".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wash did not work (would not dispense saline for washing the scope). A replacement device was used to complete the procedure. The hospital did not report any patient effects.